Manufacturer narrative:
This report is submitted on 12 november 2019.

Event description:
Per the clinic, the patient experienced pain, non-auditory sensations and a performance decrement with device use. Subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on february 20, 2020. (B)(4).

Event description:
The device was explanted due to performance decrement. In-situ testing showed normal device function. The device passed all electrical tests confirming correct device function.